Event description:
The report received from the field indicated that the physician attempted to crimp the palmaz genesis xd 29 mm. Stent onto a non-cordis balloon catheter first using some umbilical tape and then some 0-silk suture. Shortly after delivering the balloon and stent into the patient¿s body, the stent came off the balloon (the stent was at this point still on the guidewirewire). The balloon was taken out and another smaller balloon was sent through the stent. The balloon was inflated slightly and the stent and balloon were pulled back, placing it in its original destination. The stent was then further deployed with another balloon. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that the physician feels the cause of the stent coming off was due to the non-cordis sheath. Because of the three (3) valves that it has. It was too tight to pass a crimped stent through it. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the physician attempted to ¿crimp the palmaz genesis xd 29 mm. Stent onto a non-cordis balloon catheter first using some umbilical tape and then some 0-silk suture¿. Shortly after delivering the balloon and stent into the patient¿s body, the stent came off the balloon but remained on the guidewire. The balloon was taken out and another smaller balloon was sent through the stent. The balloon was inflated slightly and the stent and balloon were pulled back, placing it in its original destination. The stent was then further deployed with another balloon. There was no reported patient injury. Additional information received indicated that the physician feels the cause of the stent coming off was due to the non-cordis sheath. ¿because of the three (3) valves that it has, it was too tight to pass a crimped stent through it¿. No additional information is available. The device was not returned for analysis. Norman noble performed a document history review of the batch records in question. There were no anomalies found and the product was packaged and labeled to all cordis specification. The reported crimping difficulty and dislodgment of the stent could not be confirmed as the device remained implanted in the patient and could not be returned for analysis. The exact cause could not be determined. The IFU instructs to ¿crimp the stent onto the balloon using the thumb and index finger of both hands. Apply even, concentric pressure along the length of the stent while fully rotating the assembly. Ensure that the stent is securely adhered to the balloon¿. Additionally, it instructs to ¿slightly pre-inflate both ends of balloon. Apply a pressure of no greater than one atmosphere. Verify both balloon ends are slightly inflated. Caution: ensure that balloon inflation does not cause interference with guiding catheter or csi.¿ based on the information available for review, handling factors during crimping of the device (the use of umbilical tape and suture) may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.